Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt. According to the complainant, resistance was felt at the release catheter during attempts to deploy the stent. The stent was positioned; however, the inner catheter broke while attempting to deploy the stent. The device was removed and the procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4): fracture(s) of device/material. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).